Event description:
Complaint reference (B)(4). Damaged haptic after implantation. Imdrf code: a0414, material split cut or torn. Leading haptic broke off upon insertion iol needed to be cutout of patients eye and another b1py was successfully implanted by the surgeon (B)(6) to the patient. Iol was explanted on (B)(6) 2023.